Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. The customer was vomiting and had abdominal pain. The family member was not at the hospital at the lime of call and does not have the pump to review the alarm history or settings. Also, family member stated that the cannula was bent and the basal rates were zero. Later the customer called back and stated that they reviewed the alarm history and found that there was an error alarm troubleshooting was performed to make sure the pump is working properly. Advised family member that there is a possibility that alarms can happen and could clear the settings.